Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 40 mg/dl at the time of incident. The customer's blood glucose was 250 mg/dl at the time of call. The customer performed self test and the insulin pump passed. The insulin pump will be returned for analysis.